Event description:
The customer alleges that the oxygen assembly had an air leak. The patient's saturation was 82%. Intervention: the humidifier was replaced and the oxygen saturation increased to 91%.

Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the device sample and batch number are not available for evaluation. A physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available this compliant will be reopened.